Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging corrosion where up you plug in and rust and will not turn on. There was no patient harm or injury reported. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Third-party service center concludes they could not confirm the customer allegation, but foam particles were observed. No further investigation can be performed. If any additional information is received, a follow up report will be filed.